Event description:
Additional information: the patient was hospitalized for pneumonia. They couldn¿t refill the pump at that hospital because they didn¿t know how. Patient still thinks something¿s wrong with the pump. The second week after the pump was refilled the patient had stiffness/spasticity.

Event description:
The patient experienced a return of symptoms regarding increased stiffness/spasticity. The patient had two episodes of increased spa sticity. It was thought the first episode was related to a missed pump refill due to hospitalization. Now the patient was experiencing the same symptom. Troubleshooting was being considered. The pump was delivering lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, lot# l66504, implanted:1999 (B)(6), explanted: unk. (B)(4).